Event description:
Foley catheter balloon in bladder was not able to be deflated while discontinuing use. First, nurse attempted to deflate balloon by cutting catheter with no success. Was removed by urologist who was able to thread the catheter and pop it in the bladder.